Event description:
The customer contact reported inaccurate readings; subsequently, the patient was treated based on the readings. At 1530, the device indicated the cardiac index (ci) was 1.5l/min and 1.6l/min. The patient was treated with unspecified fluids. After an unspecified length of time, the nurse noted unspecified "swelling." The ci was measured manually and was found to be 3.5l/min and 3.8l/min. The fluid delivery was disconnected. No medical intervention was necessary. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.